Event description:
The consumer reported a conflicting results with the binaxnow¿ covid-19 antigen self test performed on an unknown sample and generated a negative result. The consumer performed repeat testing using a second binaxnow¿ covid-19 antigen self test and obtained a positive result with a faint pink vertical line at the edge of the result window. Technical support advised the consumer to contact her healthcare provider immediately for any recommended medications and for isolation, if needed. The customer reported that she had already done this. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
This supplemental report is being submitted to retract the previous reported event of a conflicting result. Remedial review of this case found the customer used a stool sample for one of the test which is considered off label use.